Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report (B)(6) 2010? Does ethicon have your permission to contact your surgeon or health professional that you are under recent care, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2010 and the mesh was implanted. The patient experienced urinary infections, inflammation, tiredness and being unwell. Additional information has been requested.